Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue the event can be prevented by following the instructions for use (IFU) which state "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the device (camera head) stop working and no picture (image) was noted. The issue was found at preparation for use for a diagnostic procedure. There was no sedation involved. There were no reports of patient harm associated with this event.